Event description:
Could not change patient's radial arterial line dressing because guardiva dressing was stuck to the inside of the package. Three packages had to be opened before finding one that would work. This is an ongoing problem.